Event description:
During the suturing process of a CABG, the looking mechanism, and a small piece of the screw fell into the pericardial sac. The looking mechanism was located and retrieved. The screw was not found and the patient's chest was closed without event. A post operative x-ray was performed and identified the small portion of the screw was still inside the patient. The chest was re-opened without event and the screw was not found. The patient's chest was closed without any event. Both surgeries were completed with no adverse event or injury to the patient.